Event description:
It was reported by the customer's mother that the customer kept receiving a no delivery alarm and a motor error alarm on the insulin pump after rewinding the pump. Customer's mother was assisted with clearing the alarm. Customer's mother stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)